Event description:
N/a.

Manufacturer narrative:
The cerelink sensor (ID (B)(6)) was returned for evaluation. Device history record (DHR) - the product code 826850 with lot 6971261 sn 175412 conformed to the specifications when released to stock. Failure analysis - the catheter received with suture tied too tight and distorted/crimped catheter material 9cm from distal end. Internal wires damaged from suture too tight (x-ray). The icp express = no transducer detected; cerelink monitor unacceptable. The sensor ohms out of spec c-a = 951; c-p = 942, a-p = 468; difference in ohms should be within 6%. No testing possible. Root cause analysis - based on the failure analysis, the exact issue reported by the customer could be confirmed. The possible root cause for this issue could be "unstable sensor performance or incorrect selection of semiconductor components". However, based on his report, the supplier could determine the cause of the issue to be mishandling. Additional information: "on 24/11/29 it had been changed for a dve following the dysfunction/error" "on 24/11/30 cranio in sop, new cerelink sensor installed, dve keep. Licox in place, by the way." "24/12/01: with the cerelink sensor install on 11/30, same error code, problematic." Linked to mfg report numbers: 3013886523-2025-00093. 3013886523-2025-00094.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported: "the sensor was doing well and with no reason the icp wend up to 100 or get down to -40 with no reason and after that the cerelink was not working anymore. They have a message of error: "sensor or extension cable failure! Disconnect and replace cable or sensor." They change cable and they reset everything and when they pus the sensor back in the cerelink the same message of error appears." The sensors lasted less than 24 hours approximately. The patient did not had any sign/symptoms due to product problem. The patient is stable.